Event description:
The sales associate reported the patient was having some pain in the joint, and the prosthesis had shifted when they took an x-ray. A revision surgery was performed and the surgeon removed the biomet 45mm mandible component and screws and replaced them with a biomet 55mm mandible; which the sales associate reports was a better fit.

Manufacturer narrative:
The customer reports the implants will not be returned to the manufacturer for evaluation. The lot history of the implanted unit is unknown; therefore the device history records are unable to be reviewed. The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File three of four for the same event.